Event description:
The manufacturer representative (rep) and consumer reported that they were unable to get coverage in back. The patient no longer felt stimulation in their back, the reason for the change was unknown. They tried reprogramming, the issue was not resolved at the time of the report. It was noted that the health care professional (hcp) had no further information for the manufacturer. No additional interventions were planned at the time of the report. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.